Manufacturer narrative:
(B)(6) - supplemental MDR - foreign matter. It was reported that particulate matter was discovered during inspection. Multiple photos of four different product types (50 ml, 30 ml, 10 ml, and 3 ml) were submitted via scar, showing plastic fragments and fibers in various colors (blue, white, and transparent). However, none of the images captured the defect in its actual position within the syringe, which is critical for determining whether contamination occurred during manufacturing and identifying the root cause. A physical sample or high-resolution image clearly showing the defect in its actual position, along with batch number labeling for traceability, is required for further evaluation. Furthermore, a device history record review was completed for the provided lot number 4354256. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. A comprehensive review of production records, including electrical and mechanical data for the batch and sub-assemblies, revealed no conditions that could be linked to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material # 302995. Batch # 4354256. It was reported by the customer that on (B)(6) 2025, during 100% visual inspection of final drug product, elevatebio mfg inspector observed a single, white floating particulate in bag 1. During 200% inspection, it was able to be confirmed during photography of the particulate. During 100% visual inspection of bag 2, the elevatebio inspector observed a single, dark-colored particulate, also confirmed during 200% inspection. Verbatim: rcc received a complaint via email. On (B)(6) 2025, during 100% visual inspection of final drug product, (B)(6) mfg inspector observed a single, white floating particulate in bag 1. During 200% inspection, it was able to be confirmed during photography of the particulate. During 100% visual inspection of bag 2, the (B)(6) inspector observed a single, dark-colored particulate, also confirmed during 200% inspection. Final drug product bags undergo routine visual inspection by qualified personnel, which can reliably detect particles prior to release of the material. Three (3) investigational runs were performed under protocol. The investigational runs simulated operations and included sequential operations associated with the formulation and filling process, concluding with visual inspection. Five (5) particulates in the simulated drug product bags were selected to be sent for identification testing based on visual similarity to the particulates observed in the final product bags. Based on visual consistency of particulates observed between the rinse study, investigational runs, and final product bag 2, coupled with the particulate ID performed on the rinse study samples, it can be hypothesized with a reasonable degree of confidence that the particulate in final product bag 2 may be cellulose. Based on results for sample (B)(6) from report ls-24-7644, which was unaltered prior to rinsing and particulate analysis, these particulates may be present within the material supplied by the vendor, prior to use in the manufacturing process. Sample ids (B)(6) in report ls-25-8497 were described as a shiny, translucent fibers and were subsequently characterized as manufactured, polyester fibers ranging from approximately 738 to 1344 in length. Based on these findings, a review of materials used for the investigational runs were reviewed, a total of five (5) materials used for the investigation runs had moc of polystyrene and/or polyester. Based on the investigation to deviation qe-002828 and root cause analysis - it can be hypothesized with a reasonable degree of confidence that particulate is likely intrinsic to materials used in the manufacturing process, and that the source of the particulate may be from serological pipets and/or the liquid dispensing system used during buffer exchange and formulation. Additionally, the 600ml filtration bag filter containing the pet filters cannot be ruled out as a potential source. See attached particle identification reports for details. The following materials supplied by (B)(6), manufactured by becton dickenson company were used in the post-filtration stage of the manufacturing process and cannot be ruled out as a potential source of the particles: materials MFR part# MFR lot # 50ml syringe. 309653. 4306660. 10ml syringe. 302995. 4354256. 3ml syringe. 309657. 4197063. 30ml syringe. 302832. 4263450. The materials were all received in the system and dispositioned appropriately per procedure. As materials were consumed in manufacturing, no material is available to be returned for further supplier investigation. As the above materials cannot be immediately ruled out as possible contributors to this incident, (B)(6) is issuing a supplier corrective action request for the above listed material lots. Please find attached the corresponding ¿visible particle identification reports¿ for the investigational runs, for reference.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.